Event description:
Boston scientific received information from the patient's spouse that the patient with this implanted device had recently passed away, and the spouse believes the death was related to the device being part of the (B)(6) 2007 shortened replacement window advisory population. The spouse provided no additional information and terminated the telephone call after being referred by a boston scientific customer service representative to the patient's physician for information regarding the patient's medical issues and cause of death, and device return for analysis.

Manufacturer narrative:
The area boston scientific field representative subsequently reported that the patient passed away after being admitted to a hospital. While hospitalized, the patient later was declared do not resuscitate and diagnosed with elevated potassium levels, apical thrombus and renal failure. No additional information was available. While it is unlikely that the device's advisory status caused or contributed to the patient's death, without a reported cause of death or the device's availability for analysis, we cannot refute the allegation that the device was associated with the patient's death.